Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 6.0; re-test: 2.8 (5 minutes in between tests). Pt used a new finger for re-test. No bleeding, bruising or other adverse reactions. Strip lot #221730 expired 10/2010.

Manufacturer narrative:
No data analysis was performed because customer was using expired strips. Customer is taking metoprolol, digoxin, fusoemide, lisinopril, lipitor, kc1, tylenol and nyquil. Pt's current medications may affect coagulation test and may lead to unexpected inr results or testing errors. Lot #221730 has been previously tested 4 times in-house with therapeutic donors and no errors were found. At expiration, (B)(6) discrepant result complaints had been reported for lot # 221730 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action has been required at this time. Corrective action not required at this time.